Event description:
It was reported that cartridge did not fully snap into pump even though pump case was not in use and no housing damage or debris was found around pneumatic tap area. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge per technical support guidance, cleaned pneumatic tap area, confirmed cartridge o-ring was in place and undamaged, and attempted to reload cartridge through load menu, but reload was not successful and call ended before further troubleshooting, with technical support leaving voicemail when trying to call back.